Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/13/2025, the user reported that the ilet screen cracked after swinging out of a pocket in bed and striking the bedframe. The screen displayed information but was unresponsive to touch. The user planned to continue using the device until supplies ran out and then switch to multiple daily injections (mdi). A replacement ilet was arranged. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.